Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to characters limitations, e1 (event site name) is (B)(6) and e1 (event site address) is (B)(6).

Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) while nurse was preparing to test the equipment, she opened the gas cylinder and found a leak. After the problem was found, the equipment was stopped. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) after on-site inspection, found that the helium screen gasket was not installed in place. The fixed gasket was reinstalled for testing. The helium was no longer leaking and the fault was solved. All functional tests and safety tests were performed. All parameter indicators met the factory requirements and can be used in clinical practice.